Manufacturer narrative:
The unit was requested for return and further evaluation. Upon return, the device underwent bench testing. The reported issue was confirmed and attributed to a wire connection issue within the speaker component.

Event description:
A customer reported their AED will not speak. The customer did not report this occurring during patient use.